Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the da vinci locked up the arms, and the system is giving a connection error 17. The system logs were unavailable for the review. The customer informed that this is the second time the error has occurred during procedure. The first time was due to an issue with the wall outlet losing power. The customer had a needle inside the patient; the needle driver instrument was installed on arm 4. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the instrument can be manually removed using the instrument release key (irk), but a successful system restart would be needed for the surgeon to regain control of the instrument arms at the console. The customer elected to restart the system. The customer was able to restart the system and undocked from the patient, and the procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increased port size incision or adding additional ports. The instrument was released after the system was restarted. The irk was not used. The instrument was used on further procedures. There was no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue and found error 319 indicating a ccc issue related to the ssc. The fse replaced the common computer controller (ccc) and ran aperture to program to correct the issue. The system was tested and verified as ready for use. Isi has not received the ccc for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Isi followed up with the fse and received the following additional information regarding ccc: the fse would need to check where the ccc. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) common computer controller (ccc) was returned and evaluated by the failure analysis (fa) team. In the system logs, errors 17 and 319 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected, all values were within expectation. Ten power cycles were performed, the ccc was left in the golden system to idle for 19 hours with no issues found. The event was not able to be replicated during in-house testing.